Event description:
On (B)(6) 2012, the reporter left an email stating the animas pump "is broken down". Animas made several attempts to contact the patient back but was not successful. There was no report of any patient impact associated with the alleged issue. This complaint is reported due to an alleged product malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.